Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (30mg/ml, 3mg/day) in an implantable pump for non-malignant pain. The patient was very "kyphotic" and the pump inverted and eroded through the skin because of that. The patient was seen in the operative room on (B)(6) 2016. The pump was read and was working well. The pump was replaced on (B)(6) 2016. The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury.